Event description:
The patient failed to unite the fusion.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received will be provided in a supplemental report. (B)(4).

Manufacturer narrative:
An event regarding a non-united fusion after 10 years involving a wichita tibial component was reported. The event was not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as medical records and product return are needed to complete the investigation for determining a root cause.

Event description:
The patient failed to unite the fusion.